Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon conferred with glaukos medical monitor who reported that prior to the stent implantation, the patient had prior retinal procedure or issues. Reportedly, the patient was experiencing ¿ongoing uveitis and iop issues¿. The surgeon was managing the patient¿s condition with ¿local assistance¿, and declined to further discuss the patient¿s condition.

Manufacturer narrative:
Additional information: (B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, cystoid macular edema (cme), corneal edema and uveitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented with chronic uveitis, mild steroid response glaucoma, corneal edema, and cystoid macular edema (cme) in the operative eye. Additional information has been requested.